Event description:
It was reported that the external pulse generator incurred an error when powered on. The user will do further testing to determine if it needs to be returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.